Event description:
It was reported that 2 bd syringe 1.0ml 31ga 6mm had product damage issues. The following information was provided by the initial reporter :   the consumer reported syringes in the package with needle shield off and that the needle shields were at the bottom of the bag leaving the needles exposed. Date of event : (B)(6) 2021. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. H6: investigation summary: customer returned (2) 31gx6mm, 1ml bd insulin syringes from lot# 1088870. The consumer reported finding syringes in his package with needle shield off, and stated the needle shields were at the bottom of the bag, leaving the needle exposed. The returned samples were examined, and it was observed that two open polybags from lot# 1088870 were returned ¿ inside each polybag was 1 syringe with the cannula shield detached from the syringe assembly. No damage was observed on the cannula shields or barrels. A review of the device history record was completed for batch# 1088870. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Review of maintenance records and machine/ process fixes, did not find any dispatches pertaining to this defect, therefore root-cause cannot be determined. Bd was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 6mm had product damage issues. The following information was provided by the initial reporter :   the consumer reported syringes in the package with needle shield off and that the needle shields were at the bottom of the bag leaving the needles exposed. Date of event : (B)(6) 2021. Samples : yes.